Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: iw1420c90xh sn (B)(4), expiration date: 2012-10-28, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a history of intervention for the talent stent graft. Currently, there is no non-aneurysmal aortic neck length. On three different unknown dates and for an unknown reason, except for abdominal aortic aneurysm enlargement, another manufacturer¿s stent graft was implanted, followed by a palmaz stent on another unknown date, followed by polymer glue injection into the sac on another unknown date. It was reported that the patient had a fourth intervention, as the CT revealed that the abdominal aortic aneurysm continues to enlarge, even though there is no evidence of an endoleak. The physician elected to use the snorkeling technique with implanting of another manufacturer¿s covered stents in the sma and bilaterally in the renal arteries. An endurant 36 x 49 aortic cuff was also implanted above the sma. The event was resolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.